Manufacturer narrative:
Further information from the reporter regarding event and patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. The physician discarded the device when it was explanted, and it is no longer available for return. Therefore, allergan will not receive the device and no analysis or testing will be done. Device labeling addresses the reported event of infection as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion." These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Healthcare professional reported implantation of seri and concomitant non-allergan breast implants on (B)(6) 2014. Post-implantation on or about (B)(6) 2014, the patient developed signs of infection at the incision sites. The device was completely removed on (B)(6) 2015, and was discarded after removal.